Event description:
Customer reported via phone call that they have high blood glucose readings. Customer states that they had to go to the emergency room due to high blood glucose readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.